Event description:
It was reported per field service report: symptom - intermittent double triggering in arterial pressure triggering mode, usually during cautery. Findings/actions taken: biomed replaced suspect front end printed circuit board. Additional information received via phone conversation on (B)(6) 2011 from the field service representative stated the pump was on a patient at the time and exchanged off patient for another pump with success. "Biomed did all the servicing, could not duplicate the problem and stated it was an operator error."

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.